Event description:
Additional information received: no patient involvement, errors found during pm testing.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Pump underwent functional testing for pressure failure. Customer's reported complaint was unable to be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd prizm vip had a constant high pressure alarm.